Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead delivered 3 shocks for atrial fibrillation (af) with right ventricular response (rvr) in the previous two months. When the lead was checked it exhibited high pacing thresholds with no capture at max output and pacing impedance was lower than implant values. Physician suspects the lead perforated or moved from its initial location. Echocardiogram was negative for pericardial effusion. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead delivered 3 shocks for atrial fibrillation (af) with right ventricular response (rvr) in the previous two months. When the lead was checked it exhibited high pacing thresholds with no capture at max output and pacing impedance was lower than implant values. Physician suspects the lead perforated or moved from its initial location. Echocardiogram was negative for pericardial effusion. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.